Event description:
On (B) (6) 2010, the patient reported she has received 2 e4 (occlusion) errors on her insulin infusion device since (B) (6) 2010. She stated this has occurred with 2 different infusion sets from the same box and lot number. She said she feels drowsy and has had elevated blood glucose readings of 494 mg/dl and 355 mg/dl with her target range being 100-130 mg/dl. She changes her infusion headset every other day and the tubing every 6 days. The adapter was changed within the last 2-4 weeks and she does not reuse cartridges. She has twice changed the insulin cartridge and received occlusions the next day. She fills the cartridge with cold insulin and was advised to use only room temperature insulin. She does not currently have an occlusion. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.